Event description:
It was reported that during use with 2 bd 10ml syringe luer-lok tip there was discoloration of the medication (midazolam 5mg/5ml) when drawn. The following information was provided by the initial reporter: a report of a particular medication (midazolam 5mg/5ml) turning blood red after being drawn up out of the vial using bd drawing up needle into 10ml syringe. There were two separate batches of midazolam that this occurred with, however staff did not keep any details of lot numbers of the syringes or drawing up needles that they used. They were using the bd blunt fill needles ref 305180 and the bd 10ml syringe luer-lok tip ref 302149. It happened twice on friday 7th july.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of discoloration / variation in color / cloudy was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that during use with 2 bd 10ml syringe luer-lok tip there was discoloration of the medication (midazolam 5mg/5ml) when drawn. The following information was provided by the initial reporter: a report of a particular medication (midazolam 5mg/5ml) turning blood red after being drawn up out of the vial using bd drawing up needle into 10ml syringe. There were two separate batches of midazolam that this occurred with, however staff did not keep any details of lot numbers of the syringes or drawing up needles that they used. They were using the bd blunt fill needles ref (B)(4) and the bd 10ml syringe luer-lok tip ref (B)(4). It happened twice on (B)(6) .